Manufacturer narrative:
Insulin pump received with compromised force sensor alarm during displacement test due to motor excessive axial play. Pump passed idle current test and run current test. Unable to perform self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime/delivery test, no delivery test due to compromised force sensor alarm. Insulin pump had minor scratched display window and cracked reservoir tube lip.

Event description:
Customer reported via phone call to have received a compromised forced sensor alarm during priming. Customer states that insulin pump was not dropped or bumped. Customer states drive support cap appeared normal. Customer's blood glucose was 68 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.